Event description:
It was reported that a 6.5mm flex emg endotracheal tube was found to have a ¿leak of air in the balloon¿, intraoperatively after the patient was already intubated. The patient was re-intubated with a second tube ¿ no impact or injury was reported as a result of this event.

Manufacturer narrative:
(B)(4). This device is not marketed or sold in the us. In response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.